Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. Customer treated using the insulin pump. The insulin pump suspended and when she woke up she had high blood glucose. The customer declined to troubleshoot for high blood glucose. Insulin pump is not returning.